Event description:
Patient developed necrosis on right pectoral one month after implantation. No clear cause for necrosis, but infection has been ruled out.

Event description:
Supplemental report. Patient diagnosed with necrosis roughly six weeks after implant was placed. Testing was conducted on patient and ruled out any presence of bacterial infection.